Event description:
Pt called lfs alleging they obtained an error 4 message on their meter. Pt did not experience any symptoms. Pt did not seek medical attention or call their md. Pt is using the correct testing technique. After pt obtained the error 4 message, they ate food and / or drank a beverage. Customer service was unable to resolve the issue and sent pt a new meter.